Event description:
It was reported that during implant attempt, the physician moved the lead to several different locations in the right ventricle, but the r-wave measurements were never acceptable to the physician. The lead was removed from the body, whereupon the physician thought that the helix was bent and it was unable to be fully extended. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was noted with visual summary analysis of the lead indicated damage at implant. (B)(4).